Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and confirmed that the speaker was not able to produce sound. The rse determined that the mainboard of the device needed to be replaced; therefore, the rse sent a replacement mainboard to the customer to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty mainboard. The reported problem was confirmed. The customer was provided a replacement mainboard to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on an intellivue multi measurement server x2 indicating that there was a speaker malfunction error so the speaker was replaced. After replacing the speaker, the speaker was not producing sound. The device was in not clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.